Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The skin was prepped with soap and water prior to sensor insertion. On approximately (B)(6) 2024, the patient experienced a skin reaction with itching, dry skin, scarring, and a loss of skin pigmentation under the entire patch area. The patient self-treated the area with an otc topical petroleum jelly and oil cream. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.